Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test, and the sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The customer experienced a threshold suspend with the sensor glucose displaying at 40 mg/dl. The patient's blood glucose was 120 mg/dl at the time of the call. The customer stated that they had experienced this issue with multiple sensors. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer was sent a new sensor.